Event description:
Suspect device inr values on pts has not been matching the lab. Examples give were 2.7 and 8.0 inr on the device compared to lab inrs of 4 something and 3.4. Controls were in range. The device was replaced and requested to be returned for evaluation.